Event description:
On (B)(6) 2003, the pt was implanted with two gore excluder bifurcates endoprostheses to treat an abdominal aortic aneurysm. In (B)(6) 2007, a computed tomography revealed endotension within the aneurysm sac and sac enlargement of approximately 5mm. On (B)(6) 2008, the pt was implanted with three gore excluder aaa endoprostheses to treat the sac enlargement and endotension. A follow up ultrasound duplex performed on (B)(6) 2010, showed the aneurysm sac decreased in size and no present endoleak. The pt is doing well.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Aneurysm growth in the absence of endoleak has been defined as endotension. One hypothesis for the source of endotension is the transmural movement of serous fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. In response to this issue, gore elected to provide a design enhancement to the original gore excluder bifurcated endoprosthesis. Please note additional devices implanted and related to this event: pcc141000/022212510.